Event description:
It was reported that the site was having problem with the handheld. The handheld would show a "low battery" message while the handheld was plugged into the wall. The handheld would not work at all once it was unplugged. It appeared that the handheld won't charge at all. New handheld was shipped to the site. Good faith attempts to obtain the old handheld back to the MFR for product analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.